Event description:
Boston scientific crm received information that the patient with this transvenous defibrillation lead presented to their clinic with pre-syncopy. It was noted that the lead exhibited possible oversensing on the right ventricular (rv) channel following atrial paced events, resulting in a four second pause. There was no noise stored on any episodes in the arrhythmia logbook. Technical services (ts) recommended trying to reproduce the noise, and discussed programming options. It was noted that the noise could not be recreated. A revision procedure was performed, during which the rate/sense portion of this lead was surgically capped. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the shock portion of this lead remains in service. If additional information becomes available, the event will be updated.